Manufacturer narrative:
A ge rep performed an on site investigation. A battery was replaced. The system was found to be operating as intended.

Event description:
The customer reported the system displayed a charger error code message. No report of injury.